Manufacturer narrative:
Additional information was received from the customer advising that there was no patient involved in this event.

Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 3/22/2017 - phone, 3/22/2017 - phone, 3/22/2017 - email. The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The inspiration proportioning valve was replaced to resolve the reported issue.

Event description:
The hospital reported that, the ventilator failed the self check, but was still used on a case. The unit states o2 supply failure and air supply failure when turning on to ventilation mode. There was no reported patient injury.